Manufacturer narrative:
The unit was received with a detached end cap. The unit was unable to perform any test including the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery, operating currents, self test, unexpected restart error, and off no power tests due to the detached end cap. The following physical damage was also noted: minor scratches on the lcd window, cracked casing at the display window corners, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system during the prime process. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the rewind and prime issue. The insulin pump was not bumped or dropped. The drive support cap appeared normal. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.